Manufacturer narrative:
(B)(4). Concomitant medical products: tloc 133 mp sp t1 pps ho 7x99 item#51-109070 lot#3652988. G7 pps ltd acet shell 52e item#010000663 lot#7061616. 36mm i.d. Size e neutral liner item#30103605 lot#65256574. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately one month post implantation due to subsidence of the femoral stem after limb length discrepancy was noted. During revision, a crack in the upper femoral shaft and the greater trochanter developed. These were repaired and the final components were replaced without further complication. Attempts have been made and additional information on the reported event is unavailable at this time.